Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go to the hospital as she felt insecure with the pod (she did not think she had received enough insulin) and that her blood glucose levels was high (exact bg was not provided) with ketones present. At the hospital the doctor gave her a manual injection of insulin. The pod was not worn.